Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial # (B)(4)) powers off during use was not confirmed during functional test. The system was turned on several times and powered up without any issue. The system console performed as intended. Unrelated to the reported complaint, a cracked top lid and worn out power module were observed on the thermogard ivtm system during visual inspection. The cracked lid was likely attributed to mishandling and worn power module was likely due to normal wear and tear. The thermogard system was manufactured in august 2012 and it is over 7 years old, well beyond its expected serviceable life of 5 years. During inspection of the console internally, found airtrap sensor was functioning intermittently. As a precautionary measure, the airtrap sensor including cable was replaced to avoid "air trap" error message from occurring. After service completion, thermogard system was tested and passed all functional tests.

Event description:
During ivtm therapy, customer reported that the thermogard console (serial # (B)(4)) switches off multiple times while tripping the fuses. Another thermogard console was used to continue with ivtm therapy. No known impact or consequence to patient information was provided.